Event description:
A nurse brought the unit to their biomed dept. With a note on it stating that the pump was defective. It is unknown what type of problem was experienced with the unit. The nurse has since left on vacation. No pt injury was reported.